Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set leaked between the needless port and the extension. The leak was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received in a zip lock bag contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed which revealed a leak between the next-gen luer activated device (one-link) and female luer lock. The reported condition was verified. The cause of the condition was due to human production during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.